Manufacturer narrative:
Gtin number for item mx9166, lot 17016545 is (B)(4). The customer¿s report that fluid leaked from the vent on the maxguard filter extension set was not confirmed or replicated. No anomalies were observed on the set during visual inspection. Functional and pressure testing was performed; no leaking or other issues were observed during testing. The root cause of the reported filter vent leak was not identified.

Event description:
The customer reported that fluid leaked from the vent on the maxguard filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.